Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system lead was exhibiting high impedance. Surgical intervention was taken and the physician decided to remove the patient's scs system.